Event description:
Customer reported hospitalization. Customer states that he was feeling nauseated and fainted. Customer spent two nights at the hospital. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.